Manufacturer narrative:
Manufacturing and sterilization records for were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was not cutting during surgery; however, aspiration continued. There was no patient injury.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.